Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing intermittent difficulty charging the pump with the usb cable and wall adapter. It was confirmed that the pump was able to charge successfully at the time of the call. Customer reported blood glucose levels were not impacted. A replacement usb cable and wall adapter were sent to the customer.